Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been going more at night. The reported stated that they had not been using the programmer much because the device was adjusted right. The patient saw their managing physician on the day of report and the device was turned off so they turned it back on. It was noted that the doctor thought something in the programmer wasn't working properly and ¿didn't seem to be communicating very well¿ and that they should meet with the manufacturer¿s representative. It was reviewed with the reporter that if the doctor was able to turn the stimulation back on that they were able to communication with the implanted device. The doctor told the reporter that if the patient was in the hospital, something in there could have turned it off. The reporter stated that the patient was in the hospital/rehab and in the heart unit where it was thought they were going to need a heart valve replacement but didn't need one. The reporter was redirected back to the healthcare professional (hcp) to schedule an appointment with the manufacturer¿s representative. There were no further complications reported or anticipated.